Manufacturer narrative:
. Section b3: date of event: unknown, not provided. Best estimate of date of event is prior to feb 4, 2026. . Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a post-operative exam, a patient with a preloaded toric intraocular lens (iol) experienced a myopic surprise in the right eye following a post-lasik procedure. The lens was explanted during a secondary procedure. It is unknown if sutures were required. A vitrectomy was not performed. The patient's outcome and impact on daily activities are unknown. No further information is available.